Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a spinal procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture broke during fascia closure by continuous suturing. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/30/2020. Corrected information: the procedure date is (B)(4) 2020. Additional information: the procedure was a posterior lumbar interbody fusion.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/24/2020 additional information: d10 h3 evaluation: one open labeled winding former with an used needle-suture of product was received for analysis. During the visual inspection of the used sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appear to be by the use of a surgical instrument could be observed. The suture was examined along the strand and no suture breakage was found. However; body fluids at barbs were noted and the sides of fixation tab were broken. The manufacturing records could not be reviewed as the batch number is unknown. Per the condition of the sample received no suture breakage was noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.